Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (australia) experienced a hematoma at the ipg site. The patient underwent surgical intervention where the physician reopened the pocket and washed out the hematoma. The physician believed the issue is related to the normal complication of surgery.